Event description:
The patient was being rolled over in the bed, the catheter broke at the junction hub. The hub was detached from the catheter leaving the catheter open and exposed. When the PICC inserter arrived, she attached a clamp to the catheter. Then proceeded to do a PICC exchange.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The patient was being rolled over in the bed, the catheter broke at the junction hub. The hub was detached from the catheter leaving the catheter open and exposed. When the PICC inserter arrived, she attached a clamp to the catheter. Then proceeded to do a PICC exchange.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for evaluation. The catheter was returned in three parts: the catheter body was separated at the extension line and about 3/4 the way down the catheter. Visual examination revealed the remaining catheter body inside the juncture hub was stretched, jagged, and discolored, indicating undue force was applied to the catheter. The separated portion also contained stretching, thinning, and discoloration. The distal portion of the catheter contained no defects or anomalies. The two pieces of catheter body measured to be 16.22" and 3.51", totaling 19.73". This indicates that the entire catheter was returned, as the specifications are 19.5-20.0" per product drawing. The outer diameter of the returned catheter was also within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of catheter separation was confirmed by complaint investigation. The returned catheter body was separated at the juncture hub. The point of separation was stretched, thinned, and discolored, indicating undue force caused the breakage. The customer noted in the complaint description that the defect was identified while the patient was rolling over in the bed. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample provided, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The patient was being rolled over in the bed, the catheter broke at the junction hub. The hub was detached from the catheter leaving the catheter open and exposed. When the PICC inserter arrived, she attached a clamp to the catheter. Then proceeded to do a PICC exchange.